Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that several batteries tested low at j7. All 38 batteries were replaced and the issue was resolved. The batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the battery voltages measured at the j7 connector were low. There was no patient present when this issue was identified.